Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose level of over 600mg/dl. The customer was reported to have declined to troubleshoot. It was reported that the customer had just changed out the set. No further information was provided.